Manufacturer narrative:
The reported pneumonia and right diaphragm paralysis is unrelated to the device but likely related to patient conditions and complications experienced during or following the second-stage surgical procedure performed to treat hlhs. The exact cause of the aneurysm and inflammation is unknown. The explanted device is not available for further analysis by the manufacturer. Product lot information is not available. It is unknown if the reported aneurysm and inflammation may also be related to surgical implant technique, patient co-morbidities, other devices, or treatments. The IFU indicates under warnings and precautions, "device is not recommended to be used with glue containing glutaraldehyde. Device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials. Device is not recommended to be used with platelet gel." The IFU lists acute or chronic inflammation as a potential complication.

Event description:
On (B)(6) 2016, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm device. An article titled, "early degeneration of extracellular matrix used for aortic reconstruction during the norwood operation" was published february 2016 in the journal, the annals of thoracic surgery. This article was discovered during a periodic literature review. This report is being submitted to document case information for 1 of 3 patients (patient 2) described in the article. Additional information was provided by the corresponding author on (B)(6) 2016 and (B)(6) 2016. Details of the event are provided below. It was reported that cormatrix ecm was used for aortic reconstruction during the norwood procedure on (B)(6) 2013 in a male neonate with hypoplastic left heart syndrome (hlhs). The patch was soaked in sterile saline at room temperature for 10 minutes. Once rehydrated, the material was trimmed to approximate the size of the repair. Prolene sutures were used to suture the patch to native tissue. 0.5 - 1 ml of coseal surgical sealant was applied to the suture lines to obtain hemostasis. Excess sealant was rinsed away immediately. At approximately 6 months of age, the patient was evaluated for a second-stage operation (as part of the three-stage surgical palliation to treat hlhs) using cardiac catheterization and computed tomography angiography. An aneurysm formation was observed at the ascending aorta and aortic arch with maximum aortic dimension of 4.8 cm. The aneurysm compressed the central pulmonary artery confluence and the distal trachea. During the second-stage surgical palliation to treat hlhs, the patient underwent a bidirectional superior cavopulmonary connection with ascending aortic and arch replacement with a dacron patch. During explant on march 10, 2014, the ecm patch was observed to be thin and fragile. The article indicates that pathological examination revealed a mixed type of inflammation, calcification, foreign body granulomas, giant cells, and chronic inflammation with macrophage accumulation. The patient was weaned successfully off cardiopulmonary bypass following the procedure. The patient required prolonged hospitalization because of pneumonia and right diaphragm paralysis, and eventually underwent right diaphragm plication. The patient was in good clinical condition at the 3-month follow-up assessment.